Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing baclofen via an implantable pump. It was reported that the pump was refilled last friday after it had reached a low reservoir status. After the pump refill and update the pump continued to alarm over the weekend. Agent reviewed information on concurrent alarms and advised the company representative (rep) how to silence the current active alarm. The rep stated they would relay information to the healthcare provider (hcp). The rep later confirmed that the cause of the issue was the application not clearing alarms when the pump was refilled. The hcp cleared the alarms and the issue was resolved.